Manufacturer narrative:
A1,a4: patient information is not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the system had inaccurate positioning. The procedure being performed was for a scoliosis patient, planning levels from t6-l1. The flat panel was used with a non-medtronic imaging system and was re-enforced with an elastic band for extra security. The robot was mounted without a problem on the surgical bed. The region-of-interest (roi)-segmentation and planning was done prior with surgeon adjustment and approval. The mounting coupler were 3 clamps with links and a 360 bone mount. The registration was done smoothly and trajectory execution was proceeded. The screws trajectory seemed to be going either too laterally or too medial. As a result, the surgeon used freehand technique to complete the case. The physician regarded the issue relating to the missing rubber band on the flat panel connected to the non-medtronic imaging system not being fixated properly. There was no patient harm.

Event description:
Additional information received from a manufacturer representative reported that the deviation was 3.5-10 mm. The procedure was delayed less than an hour.

Manufacturer narrative:
A4: patient weight was provided. See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis was unable to confirm the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.